Event description:
It was reported that the right ventricular (rv) lead superior vena cava impedance was measuring none, while the rv pace/sense and rv coil impedances are normal. The lead and device remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.